Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/oreign body within the uterus\ migration'), embedded device ('the left cornu coil appeared to be "bunched" within the cornual myometrium and did not extend into the lumen of the fallopian tube') and autoimmune thyroiditis ('hashimoto's \ autoimmune-like symptoms') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, cesarean section, lasik eye surgery, anxiety, depression and chickenpox. Concurrent conditions included hives, wisdom teeth removal, night sweats, weight gain, goiter, food intolerance, bloating, indigestion, incontinence, uterine prolapse, libido decreased, bruising, abnormal uterine bleeding, uterovaginal prolapse, adenomyosis and leiomyoma nos. Concomitant products included escitalopram oxalate (lexapro), levothyroxine, nitrofurantoin monohydrate, pyridoxine hydrochloride (vitamin b-6), sulfamethoxazole;trimethoprim (sulfonamide), vitamin b complex and vitamins nos (daily multivitamin). In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), pelvic pain ("pain\chronic pelvic"), fatigue ("fatigue"), memory impairment ("forgetfulness") and tooth fracture ("tooth just broke off: yes"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy,laparoscopic uterosacral colpopexy,cystotom). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, autoimmune thyroiditis, pelvic pain, fatigue, memory impairment and tooth fracture outcome was unknown. The reporter considered autoimmune thyroiditis, embedded device, fatigue, memory impairment, pelvic pain, tooth fracture and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: impression: bilateral essure inserts in place with no evidence of fill of either fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: foreign body within the uterus, fatigue & one was described in patients medical record: device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. New event added:tooth just broke off: yes. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/foreign body within the uterus\ migration'), embedded device ('the left cornu coil appeared to be "bunched" within the cornual myometrium and did not extend into the lumen of the fallopian tube') and autoimmune thyroiditis ('hashimoto's \ autoimmune-like symptoms') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, cesarean section, lasik eye surgery, anxiety, depression and chickenpox. Concurrent conditions included hives, wisdom teeth removal, night sweats, weight gain, goiter, food intolerance, bloating, indigestion, incontinence, uterine prolapse, libido decreased, bruising, uterine bleeding, uterovaginal prolapse, adenomyosis and leiomyoma nos. Concomitant products included escitalopram oxalate (lexapro), levothyroxine, nitrofurantoin monohydrate, pyridoxine hydrochloride (vitamin b-6), sulfamethoxazole;trimethoprim (sulfonamide), vitamin b complex and vitamins nos (daily multivitamin). In june 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), pelvic pain ("pain\chronic pelvic"), fatigue ("fatigue") and memory impairment ("forgetfulness"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy,laparoscopic uterosacral colpopexy,cystotomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, autoimmune thyroiditis, pelvic pain, fatigue and memory impairment outcome was unknown. The reporter considered autoimmune thyroiditis, embedded device, fatigue, memory impairment, pelvic pain and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: impression: bilateral essure inserts in place with no evidence of fill of either fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: foreign body within the uterus, fatigue & one was described in patients medical record: device embedded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/foreign body within the uterus\ migration'), embedded device ('the left cornu coil appeared to be "bunched" within the cornual myometrium and did not extend into the lumen of the fallopian tube') and autoimmune thyroiditis ('hashimoto's \ autoimmune-like symptoms') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, cesarean section, lasik eye surgery, anxiety, depression and chickenpox. Concurrent conditions included hives, wisdom teeth removal, night sweats, weight gain, goiter, food intolerance, bloating, indigestion, incontinence, uterine prolapse, libido decreased, bruising, uterine bleeding, uterovaginal prolapse, adenomyosis and leiomyoma. Concomitant medical products included escitalopram oxalate (lexapro), levothyroxine, nitrofurantoin monohydrate, pyridoxine hydrochloride (vitamin b-6), sulfamethoxazole;trimethoprim (sulfonamide), vitamin b complex and vitamins nos (daily multivitamin). In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain\chronic pelvic"), fatigue ("fatigue"), memory impairment ("forgetfulness") and autoimmune thyroiditis (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy,laparoscopic uterosacral colpopexy,cystotomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, pelvic pain, fatigue, memory impairment and autoimmune thyroiditis outcome was unknown. The reporter considered autoimmune thyroiditis, embedded device, fatigue, memory impairment, pelvic pain and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: impression: bilateral essure inserts in place with no evidence of fill of either fallopian tube.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: foreign body within the uterus, fatigue & one was described in patients medical record: device embedded. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.